Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was not specifically evaluated for the due diligence reporting of the device turning off, and on based on position of the power cord. The device was, however, found to exhibit faulty power cord function, with the initial reporting of "power cord faulty" confirmed. These due diligence problems will be confirmed and attributed to the power cord failure, with replacement of the component required after finding proper function when utilizing a known good power cord. The device will undergo full release testing prior to customer return to ensure proper function should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off and on depending on the position of the cord during testing at the biomed service. There was no patient involvement. No additional information is available.